Manufacturer narrative:
During testing, the device did not display a whitescreeen error when the device was powered on. However, further testing found the device did not pass the sdram test which may have caused the customer's reported system kernel error. This is due to som2 hardware module. As indicated in section h7, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr with a report from the customer contact that the device alarmed system kernel error. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device displayed a whiteschreen error.